Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was not successfully implanted due to placement difficulty. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to placement difficulty for left bundle branch (lbb). Also, it was recommended to use a new lead after 3 attempts.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.